Event description:
It was reported that a patient presented with pacemaker mediated tachycardia resulting in the induction of true arrhythmia. No additional symptoms were reported. Corrective programming changes were made. The patient was stable throughout.